Event description:
It was reported that this patient had a cardiac arrest while having dialysis. Examination of the episode indicated that the patient had an untreated episode for noisy signals and then approximately 30 minutes later the patient had a received a shock that fully converted the patient's arrhythmia. It was noted that this shock occurred approximately 1-3 hours after the patient's cardiac arrest. The patient was intubated at this time and in the hospital. This system remains in service. No additional adverse events were reported.